Event description:
A healthcare facility in the (B)(6) reported that the water feed-set of an mr290 autofeed humidification chamber was not glued in properly. They reported the tube of the feed-set had pulled off. This was detected prior to use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The device is en route to the manufacturer for inspection. A lot check revealed no other similar complaints for this lot number. We will provide a follow up report.